Event description:
The manufacturer received a voluntary medwatch (B)(4). The manufacturer received information from the patient alleging 2nd degree burns to his face right of nose, right upper lip, and bilateral nostrils. The patient lit a cigarette while oxygen was in use. The instruction for use warning states, "do not smoke, allow others to smoke, or have open flames near the concentrator when it is in use. Smoking during oxygen therapy is dangerous and is likely to result in facial burns or death." No other medical information or interventions were reported. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Added voluntary medwatch MDR number (B)(4) in the corresponding block in section h10 per request from FDA dated (B)(6) 2025.

Event description:
The manufacturer received a voluntary medwatch (B)(4). The manufacturer received information from the patient alleging 2nd degree burns to his face right of nose, right upper lip, and bilateral nostrils. The patient lit a cigarette while oxygen was in use. The instruction for use warning states, "do not smoke, allow others to smoke, or have open flames near the concentrator when it is in use. Smoking during oxygen therapy is dangerous and is likely to result in facial burns or death." No other medical information or interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.